Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The shaft separation was confirmed. The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat distal to 45 mm length of restenosed stents in the marginal to the circumflex. The vessel was heavily tortuous and heavily calcified. Predilatation was performed prior to the attempt to stent. The proximal shaft of the 3.0x15 mm xience xpedition stent delivery system separated during the failed attempt to cross. A 3.0x15 mm xience xpedition sds was finally able to cross after additional predilatation and rotablating was performed. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.